Event description:
It was reported that a user experienced fluctuating blood glucose with a low value of 67 mg/dl followed by elevated readings with a reported value of 257 mg/dl while using an ilet system with a dexcom g7 continuous glucose monitor (cgm). The user did not announce meals, expecting the ilet to adjust autonomously, which constituted an improper use procedure and involved the user interface for meal announcements. Symptoms included hypoglycemia and hyperglycemia with associated diaphoresis, malaise, and nausea, as well as dry mouth during elevated glucose. Outcomes included an unexpected need for oral glucose and no serious injury. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to failure to follow instructions for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial